Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient is scheduled to undergo removal and replacement sometime in 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: breast pain, rupture. On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms and explantation date. The diagnosis of right-sided rupture was confirmed by a healthcare professional. The date of explantation is (B)(6) 2022. The relevant fields have been updated. Section d 6b. Date of explantation: (B)(6) 2022. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-jan-2022, the suspected medical device was returned for evaluation. On 30-jan-2022, the investigation on the suspected medical device was completed. On 2-feb-2022, mentor received additional information regarding the implantation date. The implantation date was reported as estimated as (B)(6) 2012. However, additional information revealed that the actual implantation date was (B)(6) 2012. The relevant field has been updated. On 7-feb-2022, mentor received additional information regarding the revision surgery. The patient underwent unilateral removal and replacement with a 450cc mentor memorygel breast implant (catalog#: 3504501bc, right serial #: (B)(6)). Investigation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in five parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant medical products: 550cc mentor memorygel breast implant (catalog #: 3505501bc, serial(B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative right-sided breast pain and rupture. The patient started experiencing the breast pain since the beginning of (B)(6) 2019 and her doctor requested ultrasound and mammogram. However, the results came out clear. The rupture was visualized via MRI performed on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.